Event description:
The manufacturer's representative reported the patient's pump was explanted and replaced after 87 months implant duration. The pump was removed because it was included in the synchromed el catheter access port (cap) detachment recall. No patient symptoms or outcomes were provided. The drug contained in the patient's pump was morphine and bupivicaine (unk concentration/dose). Additional info has been requested, but was not available at the time of this report.

Manufacturer narrative:
Final device analysis revealed insufficient bond of catheter access port.